Event description:
Patient stated they were shocked (electrical) by a frayed wire from the control on the hospital bed.====================== health professional's impression======================patient touching wire from control caused the event.